Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was undersensing this patient¿s low r-waves. Low shock impedances of 49 ohms was also observed. The automatic gain control was reprogrammed and the ICD remains implanted and in service. A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific technical services (ts) noted that the decrease amplitudes are indicative of ectopic bundle branch block beats which could be related to the patient¿s condition. The decreased shock impedances were confirmed dating back to (B)(6) 2016. Ts expressed further concern regarding the rate of battery depletion and requested further information regarding recent telemetry sessions. Additional information provided from the field indicated no root cause for the reported clinical observations were determined and no changes were made to the device. As of today the device remains in service and there were no adverse patient effects were reported.

Event description:
Boston scientific received additional information that later in time this patient came back in for defibrillation threshold (dft) testing. Dfts were performed successfully and the patient¿s rate will be controlled via pharmacology. No changes were made and the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.